Event description:
It was reported by the customer that the insulin pump's display screen has numerous chips and scratches. Customer stated damage may have occurred from falling a lot. Customer also stated that they tried to attach the infusion set but the display screen was frozen and is unable to input commands. Although the customer stated hospitalization while reporting malfunction, it was unrelated to the device as the customer was trying to get approved for back surgery, which was completed prior to reporting. Advised customer to discontinue use of device and revert to healthcare provider's instructions. Customer's blood glucose level was 230 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received with down arrow button not responding due to a flattened button dome switch. No frozen screen noted. Insulin pump received with cracked display window, cracked display window corners, cracked battery tube threads, cracked reservoir tube lip. No insulin smell on insulin pimp noted.